Manufacturer narrative:
It was reported, that the patient was implanted a znn cmn nail 11.5mmx30cm 125 l on an unknown date. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device on (B)(6) 2015. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The znn nail, lag screw, set screw and a cortical screw were returned for investigation. The visual examination of the znn nail showed that the fracture occurred through the hole for the lag screw. On the distal fracture site the fracture started from the lateral side (lag screw entry side) of the hole. On the proximal fracture site the fracture origin was located at the same place as on the distal site. The examinable fracture site sections on both parts showed clear lines indicating a fatigue fracture of the nail . There were also signs of fast fracture available. The nail hole for the lag screw featured drilling traces on the distal side. On both fracture surfaces no material defects that could have triggered or favored the fracture could be detected. The visual examination of the lag screw showed drilling traces around the lag screw outer diameter, these occurred most probably because of insertion or explantation. There were damages on every gliding area for the set screw, it was unknown how these damages could occur. No damages could be found on the notches and on the thread of the lag screw. The tip of the set screw and the hex was partially deformed. The cortical screw showed also some damages on the screw shaft and on the head . Therefore, the reference and lot number could not be read. Possible causes for the reported event according to rmw: breakage of implant due to the implant therapy not performed as indicated. Breakage of implant due to wrong interpretation of x-rays templates for dimensions led to malreduction of the fracture. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. Breakage of implant due to users chose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. Breakage of implant due to users not chose the correct ccd angle targeting guide leading to drilling of the nail. Breakage of implant due to misinterpretation or not consideration of facilitating colorcode leading to improper use/connection of instruments. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Breakage of implant due to patient did not follow the postoperative protocol. Breakage of implant due to explanted implant was used for new implantation surgery. Comparison to investigation results whether it is possible and justification: possible: as no information about the therapy was provided, this point cannot be excluded. Possible: no x-rays were sent for review. Possible: no x-rays and surgical reports were sent for review. Possible: no information received about the handling of the device. Possible: no surgical report was sent for review. Possible: no information received about the handling of the device. Possible: no surgical report received for review. Possible: it was possible that postoperative restrictions were not followed. The implantation date was also unknown and it could not be determined how long the implant was in vivo. Possible: it was possible that the patient did not follow the postoperative protocol. The implantation date was also unknown and it could not be determined how long the implant was in vivo. No information about patient's bone condition was given. Possible: as no implant stickers were received for this surgery, this point cannot be excluded. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a znn cmn nail 11.5mmx30cm 125 l on an unknown date. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device on (B)(6) 2015.